Manufacturer narrative:
The rescue data file was downloaded from the AED by the distributor and sent to cardiac science for analysis. The AED was not returned to cardiac science. The downloaded data was analyzed by cardiac science's medical director. The AED didn't advise shocks in the first 2 analysis periods. In both analysis periods the rhythm appears to be a shockable vf; however, it was interpreted by the AED as bradycardia due to the very low amplitude of the rhythm combined with occasional higher amplitude signals. In both analysis periods the algorithm incorrectly counted the heart rate at below the vf/vt shockable threshold of 160 bpm. This behavior can be seen when there is variation in amplitude and frequency content of the ECG signal with primarily low amplitude signals below the detection threshold. While the AED operated as designed, the algorithm was not able to correctly count the rate of the ECG.

Event description:
The patient went into an unwitnessed sudden cardiac arrest. The customer reported rescue activation at 16.17, the rescuer arrived on place at 16.21, and the AED was applied to the patient at 16.29. The following description of AED use was provided: "the first two g3 defibrillator analyses do not give indication for a shock, after the third analysis the AED delivered a 190j shock (but the rhythm observed was seemingly the same as in the first two analyses). When the doctor arrived, the monitor used showed a refractory ventricular fibrillation, even with the use of 6 fl adrenaline, amiodarone and seven dc shocks the patient died."